Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. The pt's aortic neck was 2 - 3 cm in length and was reported to be angulated. It was reported that the stent graft was inadevertently deployed 1.5 cm below the renal arteries due to the aortic neck angulation. Although an endoleak was not detected, a 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was successfully implanted to ensure an adequate seal. Final angiogram demonstrated no endoleak. No sequelae were reported and the pt is reported to be fine.